Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an incomplete bolus alert because the customer had not completed the requested bolus. The customer's blood glucose (bg) level was 321 mg/dl. The customer delivered a bolus via the pump to stabilize bg level. During troubleshooting tandem technical support confirmed the incomplete bolus alert and educated the contact about the meaning of the alert and how the alert occurs. Contact acknowledged.